Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The lead was surgically abandoned and a new rv lead was successfully implanted. The boston scientific sales representative stated there were no pauses in pacing. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and remains implanted. At this time there is no additional information available. If additional information becomes available the event will be updated.